Event description:
It was reported by the patient that, "I had a total knee replacement on (B)(6) 2008. The next day I was told to get up and try walking with help. I noticed the popping and loose feeling in the knee. This has never stopped. I was told to wait until the scar tissue heal around the knee, that this would make it right. This went on for a year. My knee has never went down. The swelling is there, the pain is better, but I still take pills."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the patient and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.